Event description:
While starting an IV, leakage was noted when safesite was attached to the catheter hub allowing backflow into the cap. Lot numbers affected were removed from inventory and returned to the manufacturer. No patient harm was noted. Similar problem reported three weeks ago.